Manufacturer narrative:
Aso reviewed records for absorbency test performed on pre-shipment samples of the same lot number with results acceptable. As of (B)(6) 2017 aso did not receive information from the consumer on this lot number and has contacted the manufacturer for further investigation. Satisfactory biocompatibility test results for the materials used to manufacture the same type of products were reviewed.

Event description:
Consumer reported that after 2 days using the product, it caused a red, swollen and itchy skin on the area she covered with non-stick pad. Consumer requested more information of composition of product.

Manufacturer narrative:
Aso reviewed records for absorbency test performed on pre-shipment samples of the same lot number with results acceptable. As of 03/31/2017 aso did not receive information from the consumer on this lot number and has contacted the manufacturer for further investigation. Satisfactory biocompatibility test results for the materials used to manufacture the same type of products were reviewed. As of 04/27/2017 biocompatibility test results corrected and updated. Date of this report corrected to 03/07/2017.

Event description:
Consumer reported that after 2 days using the product, it caused a red, swollen and itchy skin on the area she covered with non-stick pad. Consumer requested more information of composition of product.